Manufacturer narrative:
Findings: pump received with no act and up button response due flattened button dome switch. No button error alarm noted during testing. Unable to verify for battery out of limit alarm due to no act button response. Pump was received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 99 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 99 mg/dl. The customer was advised to insert a new battery. The customer stated that the device did not alarm. The customer was advised to monitor the insulin pump.